Manufacturer narrative:
The reported device was received for investigation/evaluation. Examination of the blade edge showed some mild blade damage, but not fragmented as suggested. The observation will be monitored and trended.

Manufacturer narrative:
As of today the reported device has not been returned for investigation. If the device is returned a follow up will be filed.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a myosure tissue removal the physician noted a metallic fragment in the patient's uterus. "It came out and was collected in the tissue trap where it was sent to pathology to be examined." The procedure was completed. No injury reported. Additional information noted that pathology did identify a metallic fragment in the sample.